Event description:
The balloon would not deflate.

Manufacturer narrative:
The catheter had been inserted for a cystogram. Upon completion of the procedure, they were unable to deflate the balloon to remove the catheter. The pigtail was cut and the balloon did not deflate. They inserted a guidewire into the opening of the inflation lumen and the balloon deflated. The catheter was removed without further incident. No serious injury was resulted and no additional intervention was necessary. The nurse manager indicated that at the time of the incident, the clinician was using a syringe to forceably attempt to aspirate the fluid from the balloon. A root cause was not determined, but it is possible that this force could have caused the lumen to collapse.